Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to an endovascular aneurysm repair interventional procedure. After the first prostyle was deployed for pre-placement it was noted that it grabbed the back of the vessel wall, another prostyle was used and the same occurred. Pre-close was abandoned. A surgical cut-down was performed to treat the vessel and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.